Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and discarded; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. H6 code of 4581 was chosen to capture the event of buried bumper syndrome. Buried bumper syndrome is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date the patient experienced difficulty mobilizing the probes, dryness in the area of the peg tube, and pain in the peristomal area. In (B)(6) 2023, a exploratory endoscopy was performed that revealed a buried dish in the gastric mucosa, it was reported that the buried dish was resolved during the endoscopy and both probes were removed to close the stoma. The patient was prescribed oral augmentin 875 mg every 8 hours. It was reported that the patient is scheduled for a new peg placement on (B)(6) 2023. No further information was provided.